Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected voltage cable within the patient side cart (psc) to resolve the issue. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to a fault on a voltage cable within the psc connecting the axes controller platform to the set-up structure column breaks. This issue can be resolved by replacing the affected cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical sacrocolpopexy procedure, the customer informed the technical support engineer (tse) received error 32100. The customer already performed restarting the system by hard power cycle, but the same issue occurred. The tse checked error log then found error 32100 pointed at axes controller platform 3 (acp 3) brake output. The customer decided to use another patient side cart (psc) (x system). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. Since it was before roll-in, the ports has been in place.